Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck and the poppet kit valve is not switching. The zip ties and warm clamp tubing are leaking. No report of patient injury, no additional information provided.